Manufacturer narrative:
The investigation determined that higher and lower-than-expected tsh results were obtained from several different patient samples when tested using three different vitros immunodiagnostics products tsh reagent lots in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros roche method. The cause of the event could not be determined. The customer did not provide any qc fluid information in relation to vitros tsh lot 7030, so it was not possible to make an appropriate assessment of the vitros tsh reagent performance at the time of the event. However, tracking and trending have not identified any issues with vitros tsh reagent lot 7030, therefore, vitros tsh reagent lot 7030 is not a likely contributor to the event. Quality control data for vitros tsh lot 7230 indicates some within-lab vitros tsh imprecision for the biorad control, however, the imprecision was slight when compared to the magnitude of bias associated with the higher and lower-than-expected vitros tsh patient sample results. Therefore, a vitros tsh reagent issue is an unlikely contributor to this event but cannot be completely ruled out as a contributing factor. Additionally, continual tracking and trending does not indicate a quality performance issue with vitros tsh reagent lots 7230. Additionally, based on acceptable historical quality control results for vitros lots 7270, a vitros tsh performance issue is not a contributor to the event. Within run vitros tsh precision testing carried out indicated acceptable instrument performance after the event, however, as no diagnostic within run precision testing was carried out at the time of the events, an instrument issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this cannot be confirmed. It was established that one of the patients were in receipt of supplements that contained biotin prior to the event; however, the customer did not provide which patient was in receipt of the supplement. In addition, the customer did not provide any information in relation to the remaining patients, if they were in receipt of any supplements that contain biotin prior to the events. The vitros tsh instructions for use (IFU) states: 'specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples.' Therefore, a biotin interference cannot be ruled out as a potential contributor to the lower-than-expected patient sample results. In addition, the roche method has a known biotin interference as well. Additionally, the customer did not perform any additional testing results using appropriate blocking tubes. The vitros tsh IFU states: 'heterophilic antibodies in serum or plasma samples may cause interference with immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results, which are inconsistent with clinical observations, indicate the need for additional testing'. Therefore, the presence of an unknown sample specific interferent that affects the vitros method and not the non-vitros methods cannot be ruled out as contributing to this event. The ortho tsc determined that the patient samples were sent to the alternate site for comparison testing on the same day they were tested on the vitros. However, the samples were tested on the roche one or two days later. The customer did not provide the sample handling and storage conditions between the testing events. Therefore, sample handling and storage could not be ruled out as a contributor the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lots 7030, 7230 and lot 7270.

Event description:
The cause of the event could not be determined. A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected tsh results were obtained from several different patient samples when tested using three different vitros immunodiagnostics products tsh reagent lots in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros roche method. Vitros tsh reagent lot 7030 results: patient (B)(6) vitros tsh results of 0.500 miu/l (euthyroid) vs. The expected results of 0.330 uiu/ml (hyperthyroid). Vitros tsh reagent lot 7230 results: patient 1 vitros tsh results of 0.410 miu/l (hyperthyroid) vs. The expected results of 0.595 uiu/ml (euthyroid). Patient 4 vitros tsh results of 0.300 miu/l (hyperthyroid) vs. The expected results of 0.459 uiu/ml (euthyroid). Patient 9 vitros tsh results of 0.020 miu/l (hyperthyroid) vs. The expected results of 1.460 uiu/ml (euthyroid). Patient 11 vitros tsh results of 0.340 miu/l (hyperthyroid) vs. The expected results of 2.760 uiu/ml (euthyroid). Patient 38 vitros tsh results of 0.320 miu/l (hyperthyroid) vs. The expected results of 0.486 uiu/ml (euthyroid). Patient 43 vitros tsh results of 0.310 miu/l (hyperthyroid) vs. The expected results of 0.462 uiu/ml (euthyroid). Vitros tsh reagent lot 7270 results: patient 14 vitros tsh results of 0.410 miu/l (hyperthyroid) vs. The expected results of 0.737 uiu/ml (euthyroid). Patient 22 vitros tsh results of 0.080 miu/l (hyperthyroid) vs. The expected results of 0.914 uiu/ml (euthyroid). Vitros tsh reagent lot unknown: patient 26 vitros tsh results of 0.310 miu/l (hyperthyroid) vs. The expected results of 0.510 uiu/ml (euthyroid). Patient 30 vitros tsh results of 0.150 miu/l (hyperthyroid) vs. The expected results of 5.300 uiu/ml (hypothyroid). Patient 44 vitros tsh results of 0.020 miu/l (hyperthyroid) vs. The expected results of 1.990 uiu/ml (euthyroid). Patient 46 vitros tsh results of 0.020 miu/l (hyperthyroid) vs. The expected results of 0.485 uiu/ml (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher and lower than expected vitros tsh results were reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report is number four of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).